Event description:
The customer reported that the evis exera iii video system center was presenting color bars during a test following the installation of the unit. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their event. Tac began to trouble-shoot the situation with the customer, asking if the scope cable was fully connected to the cv-190 unit. Customer confirmed the the scope was not connected fully. They secured the connection, and reportedly resolved the image issue.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.¿ based on the results of the investigation, this was a configuration issue. The maj-1430 cable was not properly connected, once it was, the issue was resolved. Olympus will continue to monitor the field performance of this device.